Event description:
The user received data flags on the initial run for multiple assays on patient samples for five days. Of the data provided, one calcium result from (B) (6) 2009 was discrepant. The initial result was 12.0 mg per dl. The sample was automatically repeated by the analyzer with a result of 10.0 mg per dl. No erroneous results were released or reported. The field service representative found the r2 probe was dragging on the top cover and that the r2 probe was leaky and misaligned. He adjusted the top cover and cleaned the top of the reaction cells. He also resealed the r2 syringe and realigned the r2 probe. To verify the analyzer performance, he ran samples and controls.